Event description:
Patient has a spinal cord stimulator, and continued to complain the battery pack would "heat up" and cause burning pain. Product may be malfunctioning. Required another surgery to remove stimulator. Dates of use: 3 1/2 months; 2008. Diagnosis or reason for use: pian management. Event abated after use stopped or dose reduced? Yes.

Event description:
Patient has a spinal cord stimulator and continued to complain the battery pack would "heat up" and cause burning pain. Product may be malfunctioning. Required another surgery to remove stimulator. Dates of use: 3 1/2 months; (B)(6) 2008. Diagnosis or reason for use: pian management. Event abated after use stopped or dose reduced? Yes.